Event description:
It was reported that patient underwent surgical intervention to replace their ipg on (B)(6) 2019. Stimulation therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.